Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump subsequently shut off. The customer¿s blood glucose level was 160 (mg/dl). Review of the pump history showed the pump battery was at 35% prior to the pump shutting off. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.